Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was currently receiving dilaudid with concentration of 50 mg/ml at a dose rate of 42.826 mg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. It was further noted that the pump was previously administering dilaudid with concentration 25 mg/ml at a dose rate believed to be ¿16 something¿ mg/day. It was reported that the patient¿s pump flips constantly and so many times it is the wrong side for using the personal therapy manager (ptm) so the patient flips it back to get it to work. The date of the event regarding pump flips was (B)(6) 2016. It was further reported that probably around (B)(6) 2017 (specific year known only) the patient had encountered a refill where they were unable to for 45 minutes with fluoroscope. The patient flipped it the next day so they were then able to. It was indicated that the patient was instructed to contact the surgeon, which she did, who told her a sleeve could be used for the pump. The patient however did not want to have another surgery. It was indicated that previously a surgical sponge had been left in at implant on (B)(6) 2016 , which was discovered with fluoroscope, and an emergency surgery was required to remove it that day since she was npo (nothing by mouth). It was indicated that the patient was suing the hospital due to the nurse. The emergency surgery was initially reported as having occurred 11 days after (B)(6) 2016 and later stated as "(B)(6) 2016". The physician¿s name was clarified regarding the patient's healthcare provider (hcp) at the time of the events surrounding the implant in addition to who the surgeon was. The physician at the time of the refill event was also clarified and it was noted that this physician had left approximately in august and the patient was now with their current / alternate managing physician. No further patient complications have been reported as a result of this event.